Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that during preparation and testing, the ventilator vailed by showing circuit occlusion and extended high ppeak alarms. The customer checked the unit and found the inspiratory pressure transducer's zero a/d count shifted from 2159 to 2286. There was no patient involvement in this incident.